Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that all insulators were breached (clavicle-rib crush), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The (B)(4) lead is part of the advisory for this model.

Event description:
It was reported that the right atrial lead had no capture and high thresholds. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that all insulators were breached (clavicle-rib crush), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The (B)(4) lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had high impedance, oversensing, an apparent fracture and that the patient received inappropriate shocks. It was also reported that the right atrial lead had no capture and high thresholds. Both leads were removed and replaced. The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had high impedance, oversensing, an apparent fracture and that the patient received inappropriate shocks. It was also reported that the right atrial lead had no capture and high thresholds. Both leads were removed and replaced. The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications were reported as a result of this event. It was also reported that the right atrial lead was not sensing.